Event description:
It was reported that patient complications occurred. On (B)(6) 2021, the subject presented with stable angina canadian cardiovascular society (ccs) classification. The target lesion was located from the proximal left anterior descending artery (lad) to middle lad with 90% stenosis and was 50 mm long with reference vessel diameter of 3.0 mm. The target lesion was treated with pre dilation using a 3.0 mm x 15 mm balloon followed by the treatment with 3.00 mm x 30 mm and 3.00 mm x 20 mm agent drug coated balloons with a residual stenosis of 20%. Post dilation was not performed. The subject was discharged with aspirin and clopidogrel. On (B)(6) 2021, the subject presented with ischemia and was hospitalized for the further evaluation and treatment. On the same day, subject was referred to coronary angiography which revealed 60% stenosis in the proximal to the middle lad. The subject was diagnosed with a paroxysmal target lesion thrombosis/restenosis. On (B)(6) 2021, the 60% stenosis noted in proximal to middle lad was treated with percutaneous coronary intervention using a drug eluting stent, drug coating balloon and balloon angioplasty. Post intervention residual stenosis was 20%. The event was considered as recovered, resolved without sequelae and subject was discharged.